Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The aus system appeared to be empty; therefore, all the aus components were removed and replaced. A hole was observed at the tubing. The patient had a good outcome and is awaiting for a scrotal hematoma to heal to activate the device.